Event description:
It was reported that this right ventricular lead had micro-dislodged shortly after implant. Subsequently, this patient underwent a revision procedure, and this lead was successfully repositioned. No additional adverse patient effects were reported. This lead remains in service.